Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. First an evaluation of the product was performed by an olympus field service engineer at the customer facility. A test of the device was performed and it was found to be working properly. The reported event could not be duplicated. A review of the device history record( DHR) was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and any additional information that was provided, the following is the most likely cause to the reported complaint: an e117 error can occur when any malfunction of any of the units/components listed below is detected. In addition since it was not reproduced by the repair department, it is most likely caused by a temporary contact failure of the electrical contacts related to them.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error e117 (camera control unit malfunctions.) Occurred about the device. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.